Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to other medical issues. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 19, 2024.